Event description:
The reporter stated that the surgeon was using a competitor's lens with a staar injector and a haptic tore upon insertion into eye. The surgeon enlarged the incision to remove the lens. He replaced it with another same model lens and used a suture to close the incision. The reporter stated that it was due to a loading error and the injector, though they weren't sure what model was used.